Event description:
The user facility reported that during a prostatic artery embolization (pae) procedure using an izanai wire, bilateral spasm in the target arteries was recognized.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. History investigation of the product with the involved product code/lot number · no anomaly was found in the manufacturing record and the shipping inspection record. · no other similar report was found in the past. UDI no. (B)(4). (Cause of occurrence). Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. (Countermeasure) ashitaka factory assures the quality of this product by performing following work and inspections. The outer diameter of product is controlled. Before the packaging process, 100% visual inspection is performed to confirm that there is no anomaly such as deformation. IFU of this product includes the following warning: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. For importer report please see registration no. 2243441-2024-00031.